Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient hadn't charged the ins in quite some time and was unable to charge herself. The rep was to meet with the patient on (B)(6) 2019 to assist with charging the ins. Additional information was received from the rep on 05/21/2019. The rep reported that the cause of the difficulty charging was unknown. The rep reported that they assisted the patient with several physician mode recharge (pmr) cycles and they were unable to successfully get the ins to charge per the norm. The rep reported that the patient was still without therapy but planned to talk with the healthcare provider (hcp) on (B)(6) 2019 about ins replacement. The issue wasn't resolved. No further complications were reported.

Manufacturer narrative:
Supplemental to update codes; previous method, result and conclusion codes no longer apply. Analysis of the implantable neurostimulator (serial number (B)(4) ) found that the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient underwent ins replacement after multiple attempts to wake up. The patient was doing well at replacement. No further complications were reported.